Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further provided that the physicians decided not to replace the pump. However, the pump was to be explanted but the date was not known yet. The implant date was also provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (20.0 mg/ml at 22.859 mg/day) and clonidine (150 mcg/ml at 171.44 mcg/day) via an implantable pump for an unknown indication for use. It was reported a motor stall occurred on (B)(6) 2017, and the patient went to the hospital on (B)(6) 2017 with underdose symptoms. The pump was interrogated on (B)(6) 2017. A bolus was programmed, but the pump remained in motor stall. The pump was then programmed to stop. There were no known contributing factors. The patient was at the hospital and was receiving opiates intravenously to treat the underdose symptoms. The hcp would decide if the pump would be replaced in the coming days. The pump status was implanted - out of service. The issue was not resolved. Surgical intervention did not occur and was unknown if planned. The patient status was alive - no injury. No further complications were reported. Pump logs were provided. The motor stall occurred on (B)(6) 2017 at 22:31. As of the pump interrogation on (B)(6) 2017, the pump was still in motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that, as there was no urgency for explant (neither for the patient nor for the physician), an explant date was not planned. The representative would be informed when the hcp decided to explant the pump any time in the future. The patient was doing fine.